Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed kinks on the hypotube at the collar. The collar is partially separated, and the polytetrafluoroethylene is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a kink on the device.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that device was kinked. The target lesion area was located in a severely stenosed artery. A 145 guidezilla was selected for use. During preparation, it was noted that the guiding catheter of the guidezilla was kinked. The procedure was completed with another of same device. No complications were reported and patient is stable. However, device analysis revealed that the collar was partially separated.